Event description:
The patient was implanted with a left ventricular assist device approximately 4 months ago. At an unspecified time during support, a routine x-ray was taken and the clinic noticed a potential outflow graft bend relief disconnection.

Manufacturer narrative:
There were no symptoms reported to be associated with the observation and the device remains implanted with no action taken. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer s investigation is completed.